Event description:
It was reported that on (B)(6) 2009, the patient underwent a stenting procedure in the mid right coronary artery (rca) with placement of a 3.0 x 18 mm xience prime stent. On (B)(6) 2012, the patient experienced chest pain and shortness of breath. The patient was rehospitalized on (B)(6) 2012. Catheterization was performed and angiography noted 90% instent restenosis of the stent in the mid rca and posterolateral ventricular branch (plvb). A revascularization procedure was performed in the mid rca and the plvb, as well as treatment of 99% stenosis of the circumflex artery. Cardiac enzymes were within normal limits and an electrocardiogram noted no myocardial infarction. The patient's chest pain and shortness of breath resolved on (B)(6) 2012 and the patient was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina, dyspnea, and stenosis/restenosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.